Event description:
According to the reporter, during a laparoscopic procedure the obturator/trocar of the device broke. The device was "discovered to have cracks in the trocar". This trocar has been on site for over two years but the expiration date was still good. The was no patient injury reported in this event. There was no patient harm or injury due to the expanding mushroom-shaped stabilizer breaking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted; the spiked trocars were received. The circular and envelope seals were intact. The flanges of the anchors were skewed and broken. Returned with the devices were four photographs which appear to show the devices on tissue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may be due to insertion or removal of the port without the anchor tabs being fully closed. Under these circumstances, the tabs may be exposed to excessive force and therefore break. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriat e. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the procedure being performed was laparoscopic appendectomy procedure. The broken piece fell into the patient cavity and was retrieved using graspers.